Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position at 1.5ml less than nominal volume. During post-dilation of the s3ur valve, the balloon to the 23mm commander delivery system slipped toward the aorta. Per report, central regurgitation worsened after the post-dilation and transesophageal echocardiography could not confirm any leaflet movement. A second valve was successfully implanted intraoperatively. According to the reporting physician, either a frozen leaflet occurred or the balloon slip may have caused leaflet damage. It was noted that the patient initially had good cardiac function (high ejection fraction), and the systolic blood pressure was reduced to below the standard 50mmhg; however, it was reported that the perceived root cause of the balloon slip was due to the patient's cardiac output still being maintained. As the reason for valve underfill, it was reported that the area was 350mm^2 and oversize ratio was 116 percent. As the nodular calcification was present on the valve leaflet, the valve was also inflated with less volume.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of inflation difficulty was unable to be confirmed as no device or imagery were returned for evaluation. It was reported that the cardiac output may have remained during the pacing, suggesting that possible blood flow was present during the post dilation. It's possible that the pacing performed during the post dilation was inadequate, as cardiac movement and/or blood flow through the valve could potentially contribute to movement of the balloon. It should be noted, however, that there was no report of any issues during initial pacing for thv deployment. Due to the limited information available, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.